Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (flashing display) issue. It was reported that the display could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: the pump was powered on and the display screen appeared as expected. The complaint could not be duplicated. The pump case was opened and no evidence of moisture was found inside. Unrelated to the original complaint, it was also noted that there was a crack below the bumper pad on the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.